Manufacturer narrative:
Block b3: approximated based on the service date from the fax became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) takes longer time to charger and needs frequent charging. It was also noted that the patient had a fall due to dizziness that occurs when sitting or standing when patient turns her head. The patient suffered a fall that cause a subdural hematoma that required surgical intervention with burr holes.